Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. .

Event description:
It was reported that during a training/demo of the da vinci system the part on the mega suturecut needle driver responsible for the movement of the wrists was damaged. There was no report of patient involvement.